Manufacturer narrative:
Product analysis: analysis determined that the device was out of calibration. The device was calibrated passed final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned for inspection subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.